Event description:
It was reported that and patient underwent an unknown procedure on (B)(6) 2013 and suture was used. During the procedure, the needle broke. The needle fragment was removed and there were no adverse patient consequences.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The concerned sample shows a fracture in the area of the channel at the needle eye, the weakest point of the needle. During visual inspection under a light-microscope, several heavy marks of instrument were found especially at the needle eye area which indicates that the needle was handled there. The appearance of the breakage indicates that the material was overstressed during use (first bent up and then breakage). Grasping at the butt or attachment end could cause bending or breakage. Grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.